Manufacturer narrative:
Patient information: no further patient information was provided by the customer. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely decreased and poor reproducibility results for sodium generated on the alinity analyzer. The following example data was provided: sid (B)(6) initial sodium result = 120 mmol/l, repeat = 142 mmol/l, normal range = 136 to 145 mmol/l. No impact to patient management was reported.

Manufacturer narrative:
The field service representative (fsr) performed troubleshooting and observed that the 1 ml syringes were switched. The fsr removed and reconnected the syringes correctly, which was determined to be the likely cause. The fsr checked other parts of the instrument and found no additional instrument issues. No additional discrepant results were reported on ac01364 after the syringes were reconnected. A review of instrument service history revealed no additional erratic or discrepant results reported on serial number ac01364, nor did it identify any service or complaint issues that may have contributed to this issue. Return testing was not completed as returns were not available. A review of the manufacturing documentation did not identify any issues associated with the likely cause part or the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the alnty c-series 1 ml syr or the alinity c processing module ac01364 was identified.